Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B) (6) 2010, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultrasmart meter was prompting a battery indicator. The complaint was classified based on the customer care advocate's (cca) documentation, since the medical surveillance specialist was unable to reach the patient by phone. The patient reported that the alleged issue started in (B) (6) 2010. The patient informed the cca that he manages his diabetes with insulin (self adjuster); however, it is not known if the patient made any adjustments to his diabetes regimen as a result of the alleged issue. On the morning of (B) (6) 2010, the patient reported that he "passed out." The patient claimed his blood glucose was somewhere in the "30 to 50 mg/dl" range when tested with an ems meter. The patient further stated that he was treated with IV glucose by emergency medical service personnel. At the time of troubleshooting, the cca noted that the subject meter batteries did not need to be replaced per the owner's booklet recommendation. The alleged issue remained unresolved. This complaint is being reported because the patient claims he was unable to test his blood glucose due to the reported issue and reportedly was treated for severe hypoglycemia by an hcp after the alleged meter issue began.